Event description:
A pt received a burn during iontophoresis treatment. The device, a dupel unit, was used with dupel electrodes. The pt treated the burn with sulfadiazine and is healing with no reported problems.